Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 89 mg/dl. The customer then passed out and was taken to the hospital. Her glucose was tested at 37 mg/dl once she arrived at the hospital. It's not known what type of treatment the customer received. The customer's test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.